Event description:
It was reported that the 9900 system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the generator interface board was replaced the service call. The system was tested and found to be working as intended, and put back into service.